Event description:
This is a report from baxter (B)(6) of an infusor that overinfused during patient use at the hospital. The actual flow rate was 10ml/8hr. The total fill volume was 30ml: droperidol 2ml, fentanyl citrate 20ml and saline 8ml. The patient reported that he pushed the pcm button 3-4 times during the infusion but the scale showed 10ml within 8 hours. The temperature and the height of the restrictor were unknown. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device was reported to be available for evaluation. Upon completion of baxter's investigation a follow-up medwatch will be submitted. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. An accuracy flow test was performed on the unit for 19.2 hours and a functional test was conducted on the patient control module (pcm) watch. At the end of the flow test period, the units produced the following flow rates: infusor: calculated flow rate for basal = 0.4914 ml/hr, bolus = 1.78 ml/hr. Normalized flow rate for basal = 0.5037 ml/hr, bolus = 1.82 ml/hr. Specification range for basal = 0.4375 - 0.5625 ml/hr, bolus = 1.75 - 2.25 ml/hr. Pcm watch: average dispensed volume = 0.477 ml. Specification range = 0.425 - 0.580 ml. Both the infusor and the pcm watch produced functional results within the specification range. The device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.